Manufacturer narrative:
Analysis of the lead found no significant anomaly. It was noted that the lead body was cut through and the product was segmented. It was noted that the #0 conductor was cut by electrocautery 10.3 centimeters from the distal end.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there were high impedances over 10,000 ohms on electrode, 5,11,12,13, and 14. It was noted that the patient was scheduled for a revision on (B)(6) 201. It was noted that the battery would be replaced if the lead was good and the impedances were still unresolved. It was noted that the lead would be replaced if high impedances were discovered on the lead. It was noted that the patient experienced pinching pain in the battery pocket. It was noted that the patient had no issue with the stimulation and there was no shocking felt. It was noted that stimulation felt good coverage and was normal. It was noted that the pain when away when the battery was turned off. It was noted that the patient had no injury. Additional information received reported that the lead was replaced due to high impedances. It was noted that the patient was currently receiving effective pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.